Manufacturer narrative:
Evaluation summary : a visual and a tactile inspection was carried out on the device: traces of radio opaque solution were detected on the shaft and over the balloon; no visible damages were found on the device and the balloon was found inflated.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a scuba co-cr peripheral bare metal stent to treat a lesion in iliac artery. The device was been used with a 6f catheter. Both the scuba and the catheter were inspected and prepped prior to use with no issues noted. No resistance was noted advancing the scuba through the catheter. During the surgery, when the stent passed through 6f catheter and was prepared to be delivered to target position, the physician found the stent separated from the balloon catheter onto the delivery system. The physician retracted the delivery system and found the stent was completely separated from the catheter. No clinical sequelae reported. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.